Event description:
It was reported that a user experienced hyperglycemia shortly after initiating the ilet with a new teflon infusion set and supplies, with capillary glucose of 418 mg/dl and cgm readings trending from 364 mg/dl down to 318 mg/dl during follow-up, after announcing a lunch meal. Symptoms included hyperglycemia without reported clinical symptoms. Outcomes included no health consequences or impact. Investigation included troubleshooting and education on device startup behavior and expected glucose correction during the learning phase. Investigation of this case revealed no device malfunction identified and glucose levels were trending downward while the system adjusted, consistent with early-use learning dynamics. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.